Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope tested positive on (B)(6), 2024 for 1 colony forming units (cfu) of acinetobacter ursingii in the balloon channel. Additionally, the device tested positive on (B)(6), 2024 for 1 cfu of moraxella osloensis in the auxiliary water channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: balloon channel cfu: 1 cfu bacterial identification: acinetobacter ursingii sampling date: (B)(6) 2024 sampling from: balloon channel cfu: 1 cfu bacterial identification: moraxella osloensis sampling date: (B)(6) 2025 sampling from: all channels cfu: <1cfu bacterial identification: n/a the device was returned to olympus for evaluation and the customer's allegation was confirmed. The device tested positive when tested by olympus. After decontamination, the device tested positive again. The device was tested after the repair and conformed regulation's recommendations. During device evaluation, foreign material was found in the air/water and instrument channels and the balloon channel cleaning brush could not be inserted smoothly. Based on the results of the investigation, a definitive root cause of the positive culture could not be determined since cleaning, disinfection and sterilization (cds) information was not provided. The most likely cause of the foreign material in the scope was unable to be determined. The most likely cause of not being able to insert the cleaning brush smoothly was a dent in the channel. The foreign material in the scope can be detected/prevented by following the instructions for use which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.